Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and calcified circumflex artery. A 2.0mm x 20mm emerge balloon catheter was advanced to the lesion for predilation at 10 atmospheres. Then the 2.25mm x 20mm promus element plus stent was advanced to the target lesion; however severe resistance was encountered and the physician was attempting to push the hypotube harder. The device was manipulated through grabbing and gripping the hypotube. As a result, the hypotube was kinked and snapped in half. The stent delivery system was removed intact from the guide catheter. The patient was treated with a balloon angioplasty and the procedure was completed using a different device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections due to a hypotube break 23 cm from manifold strain relief. The hypotube was furthermore kinked at various locations along its length, particularly adjacent to the break site. This type of damage is consistent with excessive force being applied to the delivery system during attempts to cross a lesion. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and calcified circumflex artery. A 2.0mm x 20mm emerge balloon catheter was advanced to the lesion for predilation at 10 atmospheres. Then the 2.25mm x 20mm promus element¿ plus stent was advanced to the target lesion; however, severe resistance was encountered and the physician was attempting to push the hypotube harder. The device was manipulated through grabbing and gripping the hypotube. As a result, the hypotube was kinked and snapped in half. The stent delivery system was removed intact from the guide catheter. The patient was treated with a balloon angioplasty and the procedure was completed using a different device.